Manufacturer narrative:
Kci is filing this report as medical intervention was required to visualize and remove the v.a.c whitefoam from the wound. V.a.c therapy labeling states: "do not place any foam dressing into blind/unexplored tunnels. The v.a.c whitefoam dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure, or hinder exudate and foam removal." And, "always cut the v.a.c whitefoam dressing wider at one end and narrow at the other. This will ensure that the opening of the tunnel or sinus tract remains patent until the distal portion of the tunnel has closed. Continuous therapy should always be used until the tunnel has completely closed." V.a.c therapy labeling also instructs the healthcare provider to perform the following steps during the initial dressing application for tunneling and sinus tracts: determine the length and width of the tunnel or sinus tract using a measuring device of your choice. Cut the foam to a size that accommodates the tunnel's dimensions, plus an add'l 1-2 cm into the wound bed. Gently place the foam into the tunnel or sinus tract all the way to the distal portion. The foam in the tunnel should communicate with the foam in the wound bed.

Event description:
The pt received v.a.c. Therapy from (B) (6) 2009 - (B) (6) 2010 for a surgical wound to the right knee. It was reported that while performing a dressing change on (B) (6) 2010, the healthcare provider was initially not able to locate a piece of v.a.c. Whitefoam that had been placed inside the wound during the previous dressing change. It was reported that the v.a.c. Whitefoam was later visualized with the use of a radiopaque dye and removed from a tract inside the wound with long forceps; surgical intervention was not required. It was also reported that during this procedure, the surgeon slightly reopened the wound to gain access to the foam.